Event description:
It was reported by service report that the wheel breaking away on slide away head section. There was pt involvement; however, no adverse consequences are reported.

Manufacturer narrative:
Other: load wheel casting.